Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal morphine. The dose, concentration, and lot number were unknown. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). The patient¿s pump was removed due to an infection in her stomach. The patient was taken to the emergency room to have emergency surgery to remove the pump. The patient ¿almost died.¿ the patient was sick for a year after the pump was removed. The patient¿s stomach had to be left open, and there was puss. The patient was told she could never have the pump implanted again. The patient did not state if the infection was associated with a specific event. The patient¿s managing health care provider (hcp) was on vacation when the infection occurred, and an emergency hcp removed the patient¿s pump.